Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the multiple patients did not cross over to the station. A technical support specialist (tss) checked on health sight viewer and found no reports for patient/order delays. The tss ran the server downtime query and found no disconnected flag. The available for processing xml/msg count was 0. The patient was shown as discharged on patient encounter system, and the user was advised to reach out to the active directory team to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es multiple patients did not cross over to the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.